Manufacturer narrative:
(B)(4). Device not available for analysis.

Event description:
Per the clinic, the patient developed an infection subsequent to implantation of the internal device on (B)(6) 2014. The patient was prescribed a six week course of intravenous antibiotics ending on (B)(6) 2014, but the infection could not be resolved. The device was explanted on (B)(6) 2014 and the patient was treated with oral antibiotics.